Event description:
A customer had a problem with an angel wing blood collection needle. The customer stated that on placement of the needle into the vein, the needle completely detached from the butterfly. Only a small portion of the needle was protruding from the vein and staff were able to grasp and remove it.